Event description:
Patient reported right side rupture of textured implant. The device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, via company representative, ¿implemented hematoma removal surgery on (B)(6)2022 due to breast hematoma¿ which is not device related and "breast pain." The device has been explanted and replaced with a non-allergan device.